Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1/3/2025, it was reported by a sales representative via email that the fibertak from an ar-8988-cp fiberlock suspension system would not advance in the created tunnel; the tip bent and broke. This was discovered during a procedure on (B)(6) 2024. Additional information received on 1/8/2025: the performed procedure was a cmc internalbrace. All the broken fragments were retrieved from the patient. The anchor was never implanted. The rest of the instruments and implants from the ar-8988-cp fiberlock suspension system instrument and implants were used. In addition to that, another ar-8988-cp fiberlock suspension system was opened to use the fibertak. The case was delayed five minutes without additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the tip of the inserter was bent and broken. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use and/or improper bone prep.